Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have passed the extended self test (est) and short self test (sst). Covidien was not authorized to evaluate the device.